Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin flow blocked alarm and high blood glucose levels. Customer's blood glucose level was 480 mg/dl. Troubleshooting for no delivery alarm was performed. Customer advised they changed out their infusion set and insulin exited the tubing. Customer declined to troubleshoot for high blood glucose levels. The insulin pump would not be returned for analysis.